Event description:
The customer contact reported the male adapter of the tubing set broke off in the lumen of the PICC line; subsequently, the PICC line needed to be replaced. After an unspecified length of time in use, the male adapter broke off from the tubing set and became lodged in the PICC lumen. The pt was taken to diagnostic imaging where the physician was unable to remove the male adapter from the lumen. A new PICC line was inserted and the therapy was resumed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.